Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number (B)(6). The customer was provided a replacement device to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 alarms for speaker technical error and no sound is coming from the speaker. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Diagnostic functional testing was performed at the philips authorize repair facility. There was no speaker sound at start up test and it failed at manual power on test. The customer received a replacement device. Based on the information available and testing conducted, the cause of the reported problem was defective speaker. The reported proble was confirmed. The customer was provided with a replacement device to resolve the reported issue.